Manufacturer narrative:
Complaint confirmed, the plate broke at the 2nd oblong hole. Relevant features were measured and found to meet specifications. Review of the material certificate also confirms the device met material specifications. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial implantation in (B)(6) 2020 the plate was found to be broken. Therefore a revision surgery was performed on (B)(6) 2020 and the broken plate was replaced with a new one with the same part number. It was further reported that the breakage point of the plate was not at the breakage point of the bone. The patient initially did not realized that the plate was broken.